Event description:
Boston scientific received information that during a routine follow-up of this implantable cardioverter defibrillator (ICD), it was noted that elective replacement indicator (eri) had been reached due to charge time. The patient had no shock therapy within two years, but had been 100% paced in the ventricle and 19% paced in the atrium. Premature battery depletion was suspected and a replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is expected with regard to this issue. This investigation will be updated should additional information become available.

Manufacturer narrative:
Additional information was received that the device replacement procedure took place and a new device was implanted. The patient was fine and there were no adverse patient effects. The old device was disposed of and will not be returned to boston scientific for analysis.